Event description:
It was reported that the implantable pulse generator (ipg) reached expected elective replacement indicator (eri) and three months of longevity were then expected until end of life (eol), therefore, a replacement was scheduled to be performed one month following. Nevertheless, at the replacement procedure, the ipg was unable to be programmed for explant, as eol had already been reached. It was noted unexpected eol was observed and the ipg was then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analysis of the device revealed normal battery depletion.